Manufacturer narrative:
The customer reported that both the main and secondary central nurse's station (cns) displays are flickering. The customer also reported that the secondary screen eventually faded to black and the main screen now displays "no video input" error. No harm or injury was reported. No events were missed.

Event description:
The customer reported that both the main and secondary central nurse's station (cns) displays are flickering. The customer also reported that the secondary screen eventually faded to black and the main screen now displays "no video input" error. No harm or injury was reported. No events were missed.